Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the black box data from the date of this product issue was not available for analysis. The available black box data showed no evidence of excessive battery usage or short battery life. A battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis. The pump powered on with the test battery cap, which was able to secure to the pump per the instructions for use (IFU). Visual inspection revealed that the battery compartment was completely intact. Evaluation revealed that the pump drew electrical current within the specifications. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed. The reported event was not duplicated. Unrelated to the reported event, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.